Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of non-reproducible results for multiple patient samples tested on cobas 8000 c 702 module. Patient sample 1 initially resulted in a creatinine value of 31 mol/l and the repeat result was 144 mol/l. The patient had a recent sample result 1-2 days ago with a creatinine level of approximately 150 mol/l, which prompted the customer to repeat testing. Patient sample 2 initially resulted in a creatinine value of 25 mol/l and the repeat result was 63 mol/l. For both samples, the repeat result is considered correct. During the investigation, further results for different patient samples were provided by the customer which occurred on (B)(6) 2024. An initial albumin result was 73 g/l and the repeat result was 45 g/l. An initial alt result was 153 u/l and the repeat result was 13 u/l. An initial alt result was 349 u/l and the repeat result was 26 u/l. An initial total bilirubin result was 185 mol/l and the repeat result was 13 mol/l. An initial hdl result was 3.92 mmol/l and the repeat result was 1.84 mmol/l. An initial creatinine result was 374 mol/l and the repeat result was 84 mol/l.

Manufacturer narrative:
The creatinine reagent lot number was 832325. The other reagent lot numbers and expiration dates were requested but were not provided. The quality control measurements were within the assigned ranges on the day of the sample measurements. A field service engineer (fse) checked the analyzer. All wash pressures were found to be too low and were adjusted accordingly. The reagent probe cover was found to be broken, which caused rubbing that created plastic dust. The cover was cleaned and secured. A reagent probe was out of alignment with the reagent packs causing flicking of reagent on the covers and probe. All reagent and sample probe positions were adjusted and the reagent cover was cleaned. A detergent probe was dripping causing crystal-like deposits on the reaction cells. On the reagent valves, it was found that the detergent mixer had a lot of crust on top of it where it had been leaking from the seal. The detergent regulator valve was wound all the way in and was replaced and a complete retubing was performed. The investigation is ongoing.